Event description:
Cardinal health reported to us that one of their customers complained that the needle is not discharging/ retracting and a staff member was stuck by the lancet after use.

Manufacturer narrative:
Samples just sent for evaluation on (B)(6) 2026; investigation still pending. Hospital reported to cardinal health that the needle stick had no significant injury, only a small needle stick to her ring finger. It did however expose her to potential pathogens from the patient she used the lancet on. All testing was negative on the patient, so the employee decided to not seek any treatment. No medications were needed. She did not miss any work and is doing well.